Manufacturer narrative:
Batch review performed on 12 february 2020. Lot 145490: (B)(4) items manufactured and released on 26-mar-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability. The cause of the instability is unknown. The surgeon revised the medacta sphere insert flex right 11mm s2 with a medacta sphere insert flex right 17mm s2 1 year and 10 months after primary. The surgery was completed successfully.